Event description:
It was reported by the caller that the patient had and an adverse event. The caller stated that the patient had a pericardial effusion. The caller stated that at the end of the pfa procedure with the (B)(6) farapulse system a routine check with the intracardiac ultrasound catheter displayed a .6mm pericardial effusion around the right ventricle. The caller stated that the effusion was not present at baseline. The patient was stable at the time. The caller reported that the anticoagulants were reversed and the patient was monitored in the lab post procedure. The patient was stable on transfer to recovery room for further monitoring. It was reported by the caller that one hour post procedure the patient became hypotensive and tachycardiac. The caller stated that the patient returned to the procedure room for a pericardiocentesis. The pericardiocentesis was completed and a liter of fluid was removed. The patient was stabilized and transferred to ICU for further monitoring. The caller stated that the pericardial drain was left in place and was slowly draining. The caller stated that multiple catheter exchanged were done throughout the procedure. The caller reported that the physician's statement was that the patient had incurred a small bleed but does not know the cause. Bwi product used: siemans 8fr soundstar (10439011, lot unknown), octaray catheter f curve 2-2-2-2-2 spacing (d-1609-04, lot unknown) all catheters were discarded and not available for return. Non-bwi product used: abbott livewire cs, farawave catheter, faradrive sheath, faraconnect transeptal wire. Carto software version: 8.1.0.325 ngen available for use. Pfa procedure with the (B)(6) farapulse system. Procedure: atrial fibrillation (afib). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".